Event description:
During a radiographic evaluation it was observed that a portion of hte x-ray marker wire had dislodged from the all-poly acetabular cup. A surgical procedure was conducted to remove the dislodged portion.